Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a duraloc with old aml total hip implanted some time ago in a hospital in (B)(6). The area within the duraloc cup that accepts the locking ring appeared to be damaged. A pinnacle liner was cemented into the duraloc cup. A new large taper head was placed on the existing stem. Reason for revision was poly wear with instability. While removing the liner - damage occurred to the cup. The surgeon decided it was best to cement the pinnacle liner inside the duraloc cup. Doi: unknown. Dor: (B)(6) 2021; (left hip).